Event description:
It was reported that the sensor was not sticking. Customer mentioned that he went into a coma however was unaware if it was related to the high or low blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.